Event description:
It was reported that shaft break occurred. During unpacking of a 2.50mm x 12mm emerge balloon catheter, it was noticed that the shaft was broken. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported.